Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If a device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that while running total parenteral nutrition at approximately 5ml/hr through a baxter pump and had lipids running through a syringe pump, and morphine in the third port of the trifuse, the syringe pump showed a pressure increase on the screen and started to alarm. The baxter sigma pump alarmed later. The pin in the PICC was changed, as were the bifuse and trifuse. The PICC line was pulled at the end of the shift because the line couldn't be flushed. The pt's blood sugar was reported to be low.